Manufacturer narrative:
The device was returned to olympus. The device evaluation revealed corrosion of electrical contacts and air leakage at connector. A definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion of electrical contacts and connector air leakage: there was no patient involvement.